Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that if the clinician inadvertently programs ¿no¿ for the 4-hour limit on pca module, the pump allows further programming and understands it as there is no max limit to what the patient can use. The user assumed that the guardrails does not acknowledge the programmed upper hard limits as applicable to the program that is being input. If the user selects ¿no¿ to the max dose and carries on with the programming, the inherently built in guardrails does not limit, by default, the doses pre-set in the guardrails for each drug. Per customer. The pump's feature is "new" to them, was discovered because of "qa testing, and poses a risk for safety." The pump was not operating in anesthesia mode during qa testing. There was no patient involvement. The customer is requesting for "a pump-based solution" from the manufacturer which prevents a clinician from further programming if a 4-hour limit is not entered. They are also requested that the "no" option for "max limit" response be disabled.